Event description:
As reported via the (B)(4) study, a patient experienced coronary artery spasm after the lad stents implanted during a planned staged procedure, and mi, restenosis and thrombosis of the rca study stents. At the time of the index procedure, angiography revealed 99% stenosis in the mid right coronary artery (rca). The lesion was 55mm in length, severely calcified, class c and de novo with timi 1 flow. The lesion was pre-dilated with a 2.0 x 12mm balloon at 12atm. A 2.5 x 28mm cypher was implanted at 11atm and was post-dilated per standard procedure was a 2.5 x 20mm balloon at 18atm. Next a 2.5 x 18mm cypher stent was implanted at 11atm to fully cover the stent overlapping the previous stent proximally. Finally, a 2.25 x 13mm cypher at 18atm overlapping the initial stent distally to fully cover the lesion. The stent was post-dilated with a 2.75 x 20mm balloon at 18atm. There was no residual stenosis. The patient was discharged the following day with no adverse events or procedural complications reported. Approximately two weeks later, a planned staged procedure was performed. The proximal left anterior descending (lad) lesion was 15mm in length and de novo with 99% stenosis. The lesion was pre-dilated, and a 2.5 x 13mm cypher was implanted at 14atm without post-dilation. A 2.5 x 8mm cypher was implanted at 15atm overlapping the initial stent proximally to fully cover the lesion. It was reported that there was coronary artery spasm that was treated with nitroglycerin. Approximately two years after the index procedure, the patient experienced a non-st elevation myocardial infarction and underwent revascularization. The patient had presented with chest pain with exertion, diaphoresis, and nausea and vomiting. Troponin levels were elevated and mi was diagnosed. Angiography revealed 100% instent restenosis/thrombosis that was treated with 2 overlapping drug-eluting stents that reduced the occlusion to 0%.

Manufacturer narrative:
Concomitant medications included aspirin 325mg, plavix 75mg, coreg 3.125mg twice daily, and cestor 10mg daily. Clopidogrel 600mg, integrellin and heparin were administered peri-procedurally. Additional information will be submitted within 30 days of receipt. This is one of five products involved with this complaint in which associated manufacturer report numbers are 3003742446-2012-00067, 3003742446-2012-00068, 3003742446-2012-00069, 3003742446-2012-00070 and 3003742446-2012-00071.

Manufacturer narrative:
Complaint conclusion: as reported via the (B)(4) study, a patient experienced coronary artery spasm after the lad stents were implanted during a planned staged procedure, restenosis, thrombosis and mi of the rca study stents, kidney stone removal, and spine surgery. This is a (B)(6) male with medical history including angina, ischemia, family history of coronary artery disease, hypertension, lvef (mild) and current smoker. At the time of the index procedure, angiography revealed 99% stenosis in the mid right coronary artery (rca). The lesion was 55mm in length, severely calcified, class c and de novo with timi 1 flow. The lesion was pre-dilated with a 2.0 x 12mm balloon at 12atm. A 2.5 x 28mm cypher was implanted at 11atm and was post-dilated per standard procedure was a 2.5 x 20mm balloon at 18atm. Next a 2.5 x 18mm cypher stent was implanted at 11atm to fully cover the stent overlapping the previous stent proximally. Finally, a 2.25 x 13mm cypher at 18atm overlapping the initial stent distally to fully cover the lesion. The stent was post-dilated with a 2.75 x 20mm balloon at 18atm. There was no residual stenosis. The patient was discharged the following day with no adverse events or procedural complications reported. Approximately two weeks later, a planned staged procedure was performed. The proximal left anterior descending (lad) lesion was 15mm in length and de novo with 99% stenosis. The lesion was pre-dilated, and a 2.5 x 13mm cypher was implanted at 14atm without post-dilation. A 2.5 x 8mm cypher was implanted at 15atm overlapping the initial stent proximally to fully cover the lesion. It was reported that there was coronary artery spasm that was treated with nitroglycerin. Approximately two years after the index procedure, the patient experienced a non-st elevation myocardial infarction and underwent revascularization. The patient had presented with chest pain with exertion, diaphoresis, and nausea and vomiting. Troponin levels were elevated and mi was diagnosed. Angiography revealed 100% instent restenosis/thrombosis that was treated with 2 overlapping drug-eluting stents that reduced the occlusion to 0%. The patient had kidney stone removal on (B)(6) 2010 and lumbar spine surgery on (B)(6) 2010. The investigators determination of causality was not reported. Concomitant medications at the time of the mi included clopidogrel 75mg daily, aspirin 81mg daily, coreg 3.125mg twice daily, zocor 20mg daily, and lisinopril 12.5mg daily. The cypher stents remain implanted thus are unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis, thrombosis and mi are known potential adverse events associated with stent implantation procedures and are listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from (B)(4) from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. It is unknown if the patient was maintained on a dual anti-platelet medication regimen. There are patient, medication and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking. The complaint of vascular spasm was investigated, and there is no evidence to suggest there were any manufacturing issues that contributed to the reported event. A coronary vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow to the heart muscle. This may lead to chest pain or even mi (myocardial infarction). Unlike typical angina, coronary vessel spasms usually occur at rest. Coronary spasms most often occur in people with risk factors for heart disease, like smoking, high lipids and hypertension. Spasms may be triggered by tobacco use, exposure to cold, extreme emotional distress and use of illicit drugs. Treatment of spasms may include medications such as nitrates, calcium channel blockers and 1-arginine, which may reduce the risk of reoccurrence. Review of the information suggests that patient factors may have contributed to the reported events. This is one of five products involved with this complaint in which associated manufacturer report numbers are 3003742446-2012-00067, 3003742446-2012-00068, 3003742446-2012-00069, 3003742446-2012-00070 and 3003742446-2012-00071.

Manufacturer narrative:
The actual implant date of this product device was (B)(6) 2010 (staged procedure) that was previously reported as (B)(6) 2010 in error. This is one of two products involved with this complaint in which associated manufacturer report numbers are 3003742446-2012-00070 and 3003742446-2012-00071.